Event description:
Reporter stated after his doctor prescribed zio patch, manufactured by irhythm. He applied it on (B)(6) 2023 and it fell off completely after 7 hours and 24 minutes. The device supposed to stay on your body, for 14 days. Reporter was claiming, the device has 4 to 5 months shelf lives. However, if someone uses it towards the end of the shelf life, the quality deteriorates, and the adhesive does not work. The reporter said, he applied a second patch and this one lasted a little longer. He was saying, it lasted a little longer because he got the device around the date it was manufactured. Device was manufactured in october 2023, and he applied it on (B)(6) 2023. Reporter went on saying that he does not know for sure why the device is not functioning properly. He also said there are so many complaints with consumer with this particular manufacturer and wondering why nothing has been done by FDA. Reference report: mw5149425.